Manufacturer narrative:
(B)(4). The device manufacturer and lot number of the peg tube involved in this event was not provided by the complainant. Therefore, it is unknown if the tubing involved was the abbvie peg tube. Conservatively, abbvie has chosen to report this event due to the potential that the peg tube involved could have been the abbvie peg tube. The lot number was not provided, therefore, a batch record review could not be conducted. A return sample evaluation was not performed because tubing was not returned. If any further relevant information is identified or obtained, a supplemental medwatch will be filed.

Event description:
On (B)(6) 2016, a patient in (B)(6) had a percutaneous endoscopic gastrostomy (peg) tube placed. On (B)(6) 2016 patient was brought to the operating room because he had a hole in the stomach wall, which caused peritonitis. No information available regarding cause of the hole or what procedure was performed in the operating room. The patient was treated with antibiotics. On (B)(6) 2016 patient was brought to the operating room again with fluid behind his liver. On (B)(6) 2016, the patient was discharged from hospital and is receiving tube feeding as he cannot eat or drink because his stomach needs resting.